Event description:
It was reported that coating was damaged. A 6.0 x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for use. However, during unpacking, it was noted that the powder coating that is the drug was not on the balloon so much as it was all over the inside of the packaging and the bale the balloon comes in. The device was not used for the procedure. The packaging seal was intact, and the pouch has not been previously opened. The procedure was completed successfully. No complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the device was received inserted in the coil. The investigator removed the device from the coil and removed the balloon protector to view the balloon. The visual examination of the balloon identified that it was not subjected to positive pressure. No issues were identified with the drug coating on the balloon. A visual and tactile examination of the hypotube shaft, markerbands and tip found no issues. The drug coating reported in packaging and coil was not able to be confirmed.

Event description:
It was reported that coating was damaged. A 6.0 x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for use. However, during unpacking, it was noted that the powder coating that is the drug was not on the balloon so much as it was all over the inside of the packaging and the bale the balloon comes in. The device was not used for the procedure. The packaging seal was intact, and the pouch has not been previously opened. The procedure was completed successfully. No complications were reported.